Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: during use the batch, the customer found 5ea. Tubes have low draw issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: during use the batch, the customer found 5ea tubes have low draw issue.